Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record could not be performed.

Event description:
Device malfunction: none, symptoms/ae: clip attached to posterior wall of vessel, time of symptom/ae: during vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure during an interventional procedure. The patient had no distal pulses after the closure device was deployed. An ultrasound was taken which showed the clip had attached to the posterior wall occluding the common femoral artery. The patient was taken to surgery to have the clip removed and the arteriotomy closed. No additional information was available.